Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or two days later to reposition the stimulation lead beneath the tissue. However, upon surgical observation, wound dehiscence was identified at the chest incision site, along with evidence of infection and purulent discharge. Physician decided to explant the entire inspire system.